Manufacturer narrative:
Results: the observed mechanical damage to the returned incident sample is consistent with misuse of device. The mechanical damage was most likely caused by "milking" of the breathing circuit (as reported). This "milking" resulted in: (1) stretching of the breathing circuit. (2) detachment of the heater wire from the retainer clip and retracted. The nicu used an incorrect circuit for the low flow therapy (requires 0.5 - 4 l/min). The intended use of the rt132 is for flow rates of a 4 l/min. The melted area of the breathing circuit (close to the temperature/flow sensor probe), most likely occurred due to "bunching" of the heater wire in conjunction with low flow oxygen therapy over a period of 24 - 48 hours. Conclusion: this was considered an unusual event. Device failure was related to user handling and user error most likely contributed to the event.

Event description:
A respiratory therapist at the neonatal intensive care unit (nicu) at a hospital reported that an alarm sounded on an mr850 respiratory humidifier. The therapist could smell a "burning" smell and then saw a flame emerge from the junction of the circuit and chamber connection near the chamber temperature/flow sensor probe. The therapist extinguished the fire. The pt was not affected. A fisher and paykel healthcare (fphc) rep reported that the wrong circuit was used for low flow oxygen therapy. There was evidence of "milking" as reported to us by the fphc rep.